Manufacturer narrative:
The implant date is estimated based on the reported information.

Event description:
It was reported that the patient had a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. Around 11 months post procedure, the patient was in the hospital to receive a mitraclip and do imaging for the mitraclip procedure. During the transesophageal echocardiography the physician noted that there was a thrombus on the device. The patient is fine. It was further reported that the device was positioned well with a good seal and no jets when it was implanted. The 45 day follow up showed no complications. The physician treated the patient and the thrombus resolved. The patient is fine and has been discharged home.

Manufacturer narrative:
The implant date and date of event are estimated based on the aware date that was reported.

Event description:
It was reported that the patient had a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. Around 11 months post procedure the patient was in the hospital to receive a mitraclip and do imaging for the mitraclip procedure. During the transesophageal echocardiography the physician noted that there was a thrombus on the device. The patient is fine.